Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker system triggered lead safety switch (lss) due to high out of range right ventricular (rv) lead pacing impedance measurements greater than 3000 ohms. In addition, oversensing of noisy signals on the rv channel was identified. Technical services (ts) recommended further lead testing. The field representative stated that reprogramming enhancements were performed. This pacemaker remains in service. No adverse patient effects were reported.